Manufacturer narrative:
Product event summary: analysis confirmed the reported event; ablation would be started and drop out quickly as the o-ring would not hold pressure. O-ring was found damaged/worn out.

Event description:
It was reported the rf (radio frequency) generator does not power on with the foot switch. The foot switch was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.